Event description:
Patient said that he was taking a shower and heard an alarm from his ICD. He said this is the first time he has ever heard the ICD make noise and said he heard again 4 hours later. Discussed general patient alert feature and referred to md. The cadence of alert is indicative of a lead integrity issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).